Event description:
It was reported the patient had not seen their physician for a year and the pump was dry. The alarm has been going off every hour since (B)(6) 2012. The patient had been trying since (B)(6) to obtain their medical records from the physician but the records were not released to her. The patient continued to experience difficulty finding a physician to manage her care. The patient did not currently have a physician to manage her care. The last refill was (B)(6) 2012 and at that point they needed a revision surgery. The surgery was scheduled but due to insurance and moving out of the county they were not be able to do surgery. The patient was having catheter issues and needs to have blood patch done as it would swell up. They felt pressure, ¿like someone¿s kind of stepping on you.¿ the catheter issues have been going on since (B)(6). The patient was ¿at the end of my rope¿ and currently having to lay on heating pad day after day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump fell from patient¿s abdomen down to her hip bone about 4 months prior to the date of this report. The patient could felt the pump rubbing as she walks. It was also noted that the catheter ¿crossed over¿ her spine and was putting pressure on the spine. The patient was experiencing numbness and tingling in her right hand. Her left pinky was spastic and her right foot was completely numb. The patient was scheduled to have the pump and catheter revised on (B)(6) 2012, but the patient had been informed that she will need to find a new doctor since she moved to the west coast of (B)(6). The patient was having difficulty finding a doctor to see her for 2 months from the date of this report. The pump was used to deliver dilaudid and an unknown drug. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient still did not have a managing physician. It was also stated that the patient had difficulty receiving her medical records from her clinic, but was able to get them through her hospital. The patient also restated issues with pump and catheter migration. It was mentioned that the patient noticed the pump moved a couple months before the revision and the hcp at the time thought it was due to the patient's muscles. It was noted that the patient's primary hcp was worried about the potential for infection with the pump still in the patient's body. There were no signs, symptoms, or diagnosis for infection at the date of this report.